Event description:
It was reported that a gamma 3 nail has broken and had to be revised. It is further reported that the original implantation occurred approximately 9 weeks ago. It is further reported that the revision procedure was performed in 2008, and another gamma 3 nail was implanted. After requesting an update from the sales rep, the surgeon has considered the event and believes that the cause of the breakage was due to the patient's tumour and poor bone healing. It is further reported that the surgeon does not wish to proceed with the investigation.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.